Event description:
Dr. Reported that pt presented at office with implant and restoration in hand. Pt is reported fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review of the lot history of the subject product and it was found to be acceptable per release criteria.